Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 292 mg/dl (advantage) and 103 mg/dl (unspecified hospital meter). No actions taken based on device results. No adverse event reported. Requested return of suspected device and strips; however, customer has discarded strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.